Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of waking up to a blank screen display after having a low battery alarm the night prior. Customer's blood glucose was unknown. During troubleshooting, customer reported that battery compartment was cracked. Customer reported that the battery compartment grooves looked damaged. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with corroded battery tube, however pump passed the functional testing, including the operating currents measurement, self-test, unexpected error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No blank display anomaly noted. The insulin pump had broken battery cap, cracked battery tube threads and minor scratched display window.